Manufacturer narrative:
(B)(4). Conclusion: the representative sample was returned for evaluation. Visual examination performed and no anomalies or defects were found.

Event description:
It was reported that the patient underwent a septoplasty procedure on unknown date and suture was used. After the procedure, when the patient came back for a post-operative appointment, the suture should be absorbed but was not. The surgeon had to cut the suture to remove it which was done in the office. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.